Event description:
It was reported there was an infection at right implantable neurostimulator (ins) site. Symptoms include redness and swelling at sit e. It was noted the device was explanted and resulted in in-patient hospitalization. It was related to device or therapy and unlikely related to implant procedure. Outcome was ongoing with no further action needed. Event resolved (B)(6) 2012. Follow up reported the ins and lead were explanted and ciprofloxacin was given. Lab results showed few white blood cells, no organisms and rare gram-negative bacillus. Outcome was changed to an ongoing event. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional review reported that erosion of the implantable pulse generator (ipg) through the infero-lateral aspect of the pocket occ urred. The patient also experienced soreness at ipg site. Re-implants of the ipg would be considered when infection clears. It was noted that examination or palpation showed infection with extrusion of the ipg. Additional information received on (B)(6) 2013 reported that the patient was given antibiotics. Neurostimulator and extension were explanted on (B)(6) 2012. The lead was ¿cut distal to connector.¿ infection cleared and new ipg was implanted on (B)(6) 2013. It was noted that the event was related to device/therapy and possibly related to implant procedure. The patient outcome was noted as resolved without sequelae as of (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial#(B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 7438, serial# (B)(4), implanted: (B)(6) 2003, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial MDR was filed as MFR report # 3007566237-2013-00022. Additional review indicated the correct manufacturing site was site 3004209178.